Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported that their controller will show that their stimulation is off when they haven't turn their stimulation off. Pt said that they noticed this happens sometimes after the charge their controller from the wall. Pt said that this started happening a couple of months ago. Pt said their implant battery is not depleted when this happens. Pt mentioned their implant battery being somewhere around 80% when this has happened. Patient services had pt look for any visible damage on the controller and pt said they saw no visible damage and the white on/off button on the top of the controller and it was working fine. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient services also emailed medtronic reps for visibility.